Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a revision total hip replacement on (B)(6) 2012 utilizing the restoration modular hip system along with stryker lfit anatomic cocr femoral head. It is further alleged "after being diagnosed with cobalt reactions and aseptic lymphocyte-dominated vasculitis-associated lesions (alval), the patient underwent further corrective surgical intervention on or about (B)(6) 2016...due to product failure, blood poisoning, infections, bone loss, extreme pain and discomfort and permanent hip disability". It is alleged that patient "underwent additional surgery on (B)(6) 2016 to address complications caused in whole or in part by the failure of the stryker lfit anatomic cocr v40 femoral head".